Manufacturer narrative:
January 25, 2010. This event concerns a device that was manufactured and used outside the united states. Method - review of the electronic date and files received. Results - programmer date/time settings issue; origin unknown. (B)(4). Conclusion: reported event resulted from the wrong date set on the orchestra. It should be identified if the wrong date resulted from any user action or from the programmer itself. The date/time of the programmer should first be corrected. Then, the date/time should be checked after resuming from hibernate and after a reboot. If the date displayed by the programmer is found wrong again in one of both cases, then the programmer should be sent to after sales services.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up visit on (B)(6) 2009, the ICD memories were reviewed and the physician reported that inadequate statistics were displayed: 111% aai pacing. Reportedly, the programmer system might present internal clock problems (system date was (B)(6) 2009 at the time interrogation was performed).